Manufacturer narrative:
(B)(4). Batch # n91f7g. The analysis results found that the el5ml device was received with no damage in the external components. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the instrument was cycled and it fed and formed 4 conforming clips; however, the clips were fed intermittently. During analysis, the jaws opened and closed as intended. In order to evaluate the condition of the internal components the device was disassembled; upon disassembling the feeder shoe was found to be damaged causing the feeding issue. 10 clips were found inside clip track. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, after deploying a clip on the cystic duct, the jaws would not open. The jaws finally opened, but were slow to open on subsequent clips. Case completed with another device of the same product code. There were no patient consequences reported.